Event description:
It was reported that reprogramming took place for 6-7 weeks from the end of (B)(6) 2011 but stimulation continued to be in places it should not be. The patient was also getting a burning sensation. The patient stopped using the device. An x-ray was performed after the reprogramming and it was determined that the leads "came out" and the patient would need a revision. A revision was performed (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model unk lot/serial # unk implanted: unk explanted: unk.

Manufacturer narrative:
Lead model3777-45, lot# serial# (B)(4), implanted: 2010-(B)(6), explanted: na. Lead model 3777-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4)

Event description:
The lead migrated into the subcutaneous space. The lead was abnormal. The patient experienced pain at the lead area just outside the epidural space. There was no patient injury and recovered without sequela.